Event description:
Customer reportedly received a result of 200 mg/dl and a result in the 100's mg/dl within 5 minutes on the aviva system. He was unable to provide the exact result of the second reading. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.